Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 380mg/dl. It was stated that the customer experienced nausea, excessive thirst, urination, ketones, and fruity breath. Troubleshooting was performed. The caller stated that the customer had a sinus and an ear infection. The mother stated that he does not feel comfortable having the customer using the device and requested a replacement. No further information was provided.